Event description:
The patient was revised because of pain because the stem was loose. Infection was present.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.